Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of detachment of device component: 5. Precautions ¿ juvéderm ultra plus® is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product, and it can therefore no longer be assured.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus. The plunger rod disengaged while the healthcare professional "pumped back" during injection to the patient. Injection was completed with the packaged needle. There was no injury.